Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (B)(4).

Event description:
The customer questioned positive results for 1 patient tested for elecsys hbsag ii on a cobas 6000 core unit. The patient had positive hbsag ii results on the cobas 6000 system of 2.83 coi and 2.00 coi. The customer tested the patient sample with the elecsys hbsag confirmatory test and the result was determined to be positive. The patient was vaccinated 2 years ago and the positive results do not correspond to the patient's clinical picture. The hbsag result from the vidas method was 0.07 (negative). There was no allegation that an adverse event occurred. The cobas 6000 core unit serial number was (B)(4).

Manufacturer narrative:
The patient was diagnosed as being a hepatitis b carrier by the doctor. Based on this, no new sample was obtained from the patient; it appears the negative result from the vidas method may not be correct. Since there is no sample available, the investigation could not be completed. The investigation was unable to find a definitive root cause.